Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) days post procedure the patient was admitted to the emergency department due to being hypotensive. At this time, it was discovered that the closure device had embolized out of the laa and was in the left ventricle of the patient. The patient underwent open heart surgery where the physician successfully retrieved and removed the closure device from the patient. During surgery the laa of the patient was clipped. The patient is doing well following surgery and is expected to make a full recovery.